Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: b3 event date has been added. The device was shipped to zoll medical pawtucket. During the investigation it was noted that a full-service check was performed, and the device was confirmed to be operating within specifications. The pads were shipped to zoll pawtucket. However, the shipment is currently delayed in memphis, tn, and the pads have not yet been received for evaluation. The logs were returned to zoll for review. Log analysis confirmed the reported issue, with system fault 36, system fault 37, and batt ID fault messages recorded. During these events, the battery indicator led was flashing, and the readiness window displayed a red x. The fault and error messages can be induced by faulty electrodes if they send corrupted data to the a/d module. As the pads have not yet been received, a retained sample evaluation was also conducted. No discrepancies were identified during this assessment. Based on the log review and the unavailability of the returned pads for evaluation, the claim will be closed as observed in the log recoverable error. The claim will be updated with any additional findings once the pads are received and evaluated at zoll pawtucket. No emerging trend based on similar reports.